Event description:
According to the reporter, during a laparoscopic procedure, the first and second firing of the device was normal, however at the third firing, the device was unable to fire. A new product was used in order to complete the case. No patient injury. The device is expected to be returned for evaluation.